Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. One (1) 6 fr angio seal device was returned for product evaluation. The returned sample included hemostasis sheath, and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator were returned fully mated and kink was noted at the blood inlet holes. Functional testing was performed by attempting to insert the assembly into the vessel model. The device was able to be inserted properly, and no issue was identified with device function. Dimensional analysis was also performed by measuring the od of the locator and hemostasis sheath. The dimensions were found to be as follows: locator od - .090, sheath od - .115. The locator and hemostasis sheath were found to have been within the appropriate specification of 0.092'' +.000 / -.002 and 0.114" +/- 0.005". All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. The sheath and locator assembly was returned and was kinked at the blood inlet hole; therefore, the complaint could be confirmed for sheath and locator mechanical damage. The exact root cause could not be determined. The likely cause was determined to have been damage sustained to the sheath during attempted insertion of the assembly into the patient. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. After the procedural sheath was withdrawn, the locator/insertion sheath assembly was attempted to be inserted into the artery; however, the assembly could not be inserted. After an 8 fr dilator was inserted, the assembly was attempted to be inserted into the artery; however, it could not be inserted. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The estimated blood loss was less than 250cc. The procedure before deploying the device was permeant peacemaker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 6 mm. No equipment or other devices were used with the angio-seal.